Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received, resulting in the following revised event description: it was reported that the patient presented with a free perforation in heavily calcified, heavily tortuous right coronary artery (rca). An attempt to cross was made using a 2.8 x 16 mm rx graftmaster covered stent system, but this device failed to cross to the perforation due to patient anatomy. While other unspecified stent systems were also unable to cross due to patient anatomy, the perforation was successfully sealed using an unspecified device. Use of the graftmaster did not cause or contribute to complications or adverse events and a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has not returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient presented with a free perforation in an unspecified coronary vessel. An attempt to cross was made using a 2.8x16mm rx graftmaster covered stent system, but this device failed to cross to the perforation. Reportedly, use of the graftmaster did not cause or contribute to complications or adverse events. No additional information was provided.